Event description:
Pt had procedure in 2009 for burst fracture, and retro pulsed bone fragments in the spinal canal. Depuy spine expedium hardware was used in the case. Overnight the pt's condition deteriorated due to add'l bone fragments, and the surgeon revised in the next day. While attempting to loosen a setscrew with the x-25 driver, the driver tip broke off. The implant could not be removed and was left in place. As an unintended piece was left embedded in the implant, an MDR is being filed to document this malfunction.

Manufacturer narrative:
Driver was returned and visual examination shows a portion of the distal tip to be broken off and missing. Portion of the tip that remains shows that the driver was broken in a counter clockwise direction, as reported the malfunction occurred attempting to loosen a previously implanted implant. Examination of the fracture surface under appropriate magnification was consistent with a torsion fatigue fracture. Driver is more than 4 -yrs old and the condition of the tip prior to breakage is not known at this time. Root cause appears to be the result of material fatigue related to a typical force applied to the device while attempting to loosen a previously tightened implant.